Event description:
It was reported that, in certain c-arm positions, the system intermittently lost the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.